Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-jul-2022 to 11-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was crashed due to the timeout between the stations application and its local database. Upgrade the station's structured query language version to resolve the issue. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding and displayed a fatal error message, delaying user access to medication during a procedure. The customer was not aware of the name of the affected procedure and stated that there was no patient harm. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding and displayed a fatal error message, delaying user access to medication during a procedure. The customer was not aware of the name of the affected procedure and stated that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the application was crashed due to the timeout between the stations application and its local database. The cause of that timeout was due to a bug in the structured query language server version installed on those stations. Applied knowledge article 000014114 to upgrade the station's structured query language version to resolve the issue. The system functioned as intended.